Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6(investigation conclusions).

Manufacturer narrative:
Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer verified the power cord was in the ac outlet. They also mentioned the rescue icon was on touchscreen of the iabp monitor. The customer was assisted in reengaging the rescue portion of the balloon pump into the hospital cart. The audible tones were heard by esp personnel, mentioned to the customer, and then the customer confirmed the icon on the iabp monitor.

Event description:
(B)(6), an ICU rn called into emergency support program line to request for assistance regarding a low battery alarm. She verified that the power cord was in an ac outlet. She stated the rescue icon was on the touchscreen of the iabp monitor. Esp personnel assisted (B)(6) with reengaging the rescue portion of the balloon pump into the hospital cart. Esp heard the audible tones go off and brought (B)(6) attention to them. She also verified that the icon had switched back to hybrid and the ac power cord icon was now visible over the battery icons. No patient harm or injury was noted.